Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was found to be dislodged. The lead was programmed off. There were no adverse consequences to the patient.